Manufacturer narrative:
Initial report sent: 03/10/2009.

Event description:
Procedure type: low anterior resection. According to the rptr: after firing the device, it was noticed that the staples came out. The surgeon changed to hand suturing to complete the procedure. About 250 cc blood loss occurred and surgery time was extended about forty five mins. No pt injury was reported.